Event description:
The nuvasive coroent® xl, 8 x 18 x 60mm 10° (model # 6980860) broke while implanting it into the third and fourth lumbar vertebrae. Three pieces were removed, and one piece remained in patient.